Event description:
It was reported that stent foreshortening occurred. The patient presented with lower extremity arterial disease (lead). The 99% stenosed, 13 to 14cm in length, target lesion was located in the moderately tortuous and mildly calcified iliac vessel. After the 6f nonboston scientific (bsc) sheath was introduced and nonbsc guidewire crossed the lesion, a 12 x 40 x 120 epic vascular stent was advanced for treatment. However, during procedure, the stent was shortened and was unable to cover the lesion. Another 12 x 60 x 120 epic vascular stent was then placed, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: epic vascular 12x40x120 was received for analysis. A visual examination found the stent of the device to have been fully deployed from the delivery system. The deployed stent was not returned for analysis as it was implanted inside the patient. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual inspection found no damage or issues with the handle of the device. This concludes the product analysis.

Event description:
It was reported that stent foreshortening occurred. The patient presented with lower extremity arterial disease (lead). The 99% stenosed, 13-14cm in length, target lesion was located in the moderately tortuous and mildly calcified iliac vessel. After the 6f non-boston scientific (bsc) sheath was introduced and non-bsc guidewire crossed the lesion, a 12 x 40 x 120 epic vascular stent was advanced for treatment. However, during procedure, the stent was shortened and was unable to cover the lesion. Another 12 x 60 x 120 epic vascular stent was then placed, and the procedure was completed successfully. No patient complications were reported.